Manufacturer narrative:
(B)(4). (B)(6). The patient underwent a left inguinal hernia repair on (B)(6) 2008. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on an unknown date and mesh was used. The patient experienced infection, inflammation, tissue abrasion, and other severe adverse health consequences. No additional information is provided at this time.